Manufacturer narrative:
All operating currents are within specification. There was no unexpected blank display or frozen display noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and battery tube threads.

Event description:
It was reported that the insulin pump had frozen display. Troubleshooting was done. Customer's blood glucose was unknown. Customer stated that buttons were unresponsive and screen was blank. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)